Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a crack on scope cover and body, water tightness is lost, forceps channel port is deformed, air/water cylinder has discoloration, suction cylinder has discoloration, switch button 1 has a scratch, right/left knob has a scratch, switch box has a scratch, light guide cover glass has a scratch, scope connector case unit has a scratch, scope connector cover unit has a scratch, plug unit has a crack, due to damage on bending section cover, insulation resistance value at distal end does not meet specification, due to clogging of nozzle, water removal ability does not meet specification, due to wear of angle wire, bending angle in up direction does not meet specification, due to wear of angle wire, bending angle in down direction does not meet specification, due to deterioration of braid of bending tube, tightness of the braid has become uneven, plastic distal end cover has a dent, light guide lens has a crack, connecting tube has a dent, and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had air/water leakages. During inspection and evaluation, the nozzle unit was found clogged with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material was incomplete reprocessing due to a switch cover leak. The instruction manual contains verbiage for the detection and prevention of the presence of foreign material during reprocessing. Olympus will continue to monitor field performance for this device.